Event description:
New information indicates that programming changes were made. The patient was asymptomatic.

Event description:
It was reported that the patient presented via a remote transmission, showing the device exhibited post-paced t wave oversensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.